Event description:
It was reported that allegedly the device will not power on, therefore, the front case keypad of a pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to the device not powering on was evaluated. Test results identified that the ac indicator light illuminated on the keypad after plugging in the power cord. All keys on the keypad worked as intended. No faults found. ¿ an internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. The keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the device will not power on, therefore, the front case keypad of a pcu module will be replaced. There was no reported patient involvement.